Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, silicone migration and rupture.

Event description:
Patient reported "rupture", "spread to to lymph nodes", "spread to neck. It has spread everywhere", "it was full of blood and infectious material", "pain, rippling, very bruised and hard as hard", "inflammation and infection of lung" and "lots of nodules in lung". This record is for the right side. Device remains implanted.